Event description:
On (B)(6) 2007, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 56 mm, with the 40 mm x 56 mm metal liner, an aml 155 mm x 43 mm small stature femoral stem, and a 40 mm -2 articul/eze m-spec femoral head. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I continue to experience severe pain and discomfort. I also feel extreme discomfort when standing. Diagnosis or reason for use: degenerative joint disease of the right hip.